Event description:
It was reported that the insulin pump alarmed no delivery during the basal procedure. The blood glucose reading was 111 mg/dl. Upon troubleshooting, insulin did not exit during a fixed prime, and the insulin pump alarmed no delivery. Insulin exited the tubing with a manual plunger push, as well as with a manual prime. The customer was advised that the insulin pump was working as designed and that the alarm had been caused by an infusion set and/or reservoir occlusion. He was advised that the infusion set and reservoir would be replaced. The customer advised that the alarm had been resolved. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.